Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's wife, is calling on behalf of the customer. The customer is concerned with tests all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history(date/time has not set correctly): 160mg/dl, (B)(6) 2016 07:18 pm, fasting: yes; 148mg/dl, (B)(6) 2016 07:15 pm, fasting: yes; 129mg/dl, (B)(6) 2016 07:13 pm, fasting: yes; 193mg/dl, (B)(6) 2016 05:31 pm, fasting: yes; 150mg/dl, (B)(6) 2016 09:53 am, fasting: yes.